Event description:
Failure due to necrosis of peri-implant bone and soft tissue from massive metallosis. (Peri-prosthetic fracture and pain also reported).

Manufacturer narrative:
Depuy has received (B)(4) ultima tps femoral stem explants from the (B)(6). These consist largely of components from a clinical study. The explanted stems have displayed some evidence of corrosion on the surface of the implant. This has been reported by the key surgeons from the (B)(6) in a clinical paper ((B)(4)). Following previous clinical review in (B)(4) 2007, depuy had provided information to users regarding our findings and offered guidance on the future clinical management of patients. On (B)(4) 2007 the (B)(4) issued a medical device alert to users ((B)(4)). The ultima tps hips system is no longer available on the market for clinical use. Most of the explants recently received are failures reported in clinical paper and which lead to the 2007 mda [1] (19 of which had previously been investigated though the complaints system). They were collected in the (B)(6) and passed to us for analysis in 2011. A few are from further revisions carried out after the mda from the original cohort of patients. A health hazard evaluation ((B)(4)) is ongoing at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.